Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that the device (b) was received inserted through a b5lt trocar. The trocar was noted to have stamped the logo of (B)(4) a known reprocessor. Further evaluation found that a jaw and cam ramp was disengaged making the instrument non-functional. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Please note that these conditions are unrelated with the event reported. Three j shaped clips and one malformed clip inside a sample bag were received. However, it could not be determined what may have caused the malformed clips. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. (B)(4) jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. There were malformed clips being deployed from both devices. Another device was used to complete the case. There was no adverse consequence to the patient.